Event description:
It was reported that the catheter ruptured after approximately 20 minutes of onyx injection. No patient injury reported. Same event as MDR# 2029214-2009-00295.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 16.5 cm from the distal tip. The appearance of the catheter is consistent with a rupture during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter and this was not detected until delivery onyx. Result - catheter rupture.